Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to deploy the stent in the bile duct, the guide catheter detached inside of the patient and the stent could not be deployed. The broken guide catheter was removed from the patient using a snare. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation was performed and found that the stent was bent. The guide catheter was detached and kinked/bent. The proximal tip of the guide catheter was enlarged indicating the guide catheter was properly attached over the pull wire cannula during manufacturing. The push catheter was kinked and bent in several locations throughout. The pull wire was bent in several locations. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters and the stent. With the catheters and stent bound by kinks and bends, the stent would become difficult to deploy. Force to deploy the stent could cause detachment of the guide catheter and bends in the pull wire. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to deploy the stent in the bile duct, the guide catheter detached inside of the patient and the stent could not be deployed. The broken guide catheter was removed from the patient using a snare. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.